Manufacturer narrative:
A customer from outside the united sates reported observation of reactive (positive) atellica im anti-hepatitis b surface antigen 2 (ahbs2) results which were discordant relative to alternate-method testing. Siemens has investigated the incident. Quality control (qc) results were within expected ranges on the day of testing. The customer indicated that the patient had demonstrated a history of results which were inconsistent with the reactive ahbs2 observations. Given the pattern of results, including reactivity for multiple hepatitis b assays, siemens cannot rule out pre-analytical factors or a sample-specific interferent as the cause of the initial discordant reactive ahbs2 result. The assay¿s instructions for use (IFU) states the following, under interpretation of results: ¿results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings.¿ return of the patient sample for further investigation is not warranted because testing was already performed on an alternate platform for confirmation. The assay is performing as expected and within specifications. The customer is currently operational. No further action is required.

Event description:
The customer reports observation of reactive (positive) atellica im anti-hepatitis b surface antigen 2 (ahbs2) results which were discordant relative to alternate-method testing. Ahbs2 reagent lot 161 was in use. When this sample was repeat-tested, the initial positive result was reproduced. These positive results were not reported to the physician(s). The customer questioned the reactive/positive results from the atellica im assays, as the patient has a history of earlier negative results. The sample was tested using an alternate platform, and a lower result was obtained; this result was accepted as correct and reported to the physician., relative to the initial atellica im results. There are no known reports of patient intervention or adverse health consequences in association with the observed discordance.